Event description:
Suction tube tip found missing after pts procedure. Laryngoscopy and bronchoscopy done on pt but no foreign body found in pts airway. Suction tube tip not located. Pt, to date, has had no effects.